Event description:
The customer reported the teeth will not align when an attempt is made to secure the enclosure shut. The customer discovered this during set up but did not specify the date when found. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue that on the pt access window, zipper slider body is bent open which when zipped up allows the teeth to not align properly. On panel side b there are three broken stitches on the zipper tape of the window zipper. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending is open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).